Event description:
The customer reported that the system displayed an overload fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank and the snubber board. The system operates an intended.